Event description:
During cardiopulmonary bypass surgery, the arterial monitor intermittently lost power and then powered back on. There were no adverse consequences to the patient as a result of this event.